Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a blood glucose level of 47 mg/dl. The customer's insulin pump did not go into threshold suspend because the customer's sensor glucose reading was 144 mg/dl. The customer has had differences between his blood glucose values and his sensor glucose values of 60 to 70 points. The customer also stated there had been issues with the sensor needles becoming stuck in the hubs. The product is being returned. Nothing further was reported.